Manufacturer narrative:
Upon opening the returned device, it was noted that the stent had been dislodged distally slightly over the distal balloon cone. The stent was slightly flared on the distal end from being pushed upward and slightly over the distal balloon cone. The balloon shows no signs of ever being inflated. This contradicts the details provided with the return. The catheter system was inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to manufacturing. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no add'l procedural details, or the introducer sheath used in the case, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent dislodged within the introducer sheath. There was high resistance pushing through sheath. Upon fluoro imaging of the inflated balloon that was inserted in artery, it was observed that the stent pushed off balloon by 50%. Physician tried to remove, reform, reintroduce, but the same result occurred. A new stent had to be used.